Manufacturer narrative:
The sample is not available for evaluation. Requests for additional information regarding the incident have been made. Upon completion of the no sample investigation, a supplemental report will be filed. (B)(4).

Event description:
The nurse was starting an IV and got blood flashback as appropriate. She pushed the button to retract the needle while applying pressure to the site. The needle did not retract and when she removed it from the patient, the needle stuck her left index finger with which she was using to hold the pressure to the site.